Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bearing.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 1002.1mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. At about 1424 on (B)(6) 2015 the patient reported hearing the pump's critical alarm. She was seen by her managing physician who interrogated the pump and confirmed that a motor stall had occurred and did not recover based on the logs. The cause of the motor stall was unknown. Approximately 3-6 hours after the alarm occurred the patient started to develop withdraw symptoms. The patient was sent to the ER (emergency room) and after triage was prepared for pump replacement surgery that same day. The patient underwent pump replacement. The old pump was removed, csf (cerebrospinal fluid) flow was checked and the catheter was determined to be patent. The new pump was filled with 2000mcg/ml of lioresal and t he pump tubing and catheter were primed using a single bolus to add an additional 125mcg of baclofen to the bolus per the md request. The pump was programmed to continue running a flex dose pattern. The explanted pump was returned for analysis. The patient's status was 'alive - no injury'.